Event description:
This event was reported as valve explanted after 12 yrs & 3 months due to an unknown reason. No further information was provided.

Event description:
This event was reported as valve explanted after 12 yrs and 3 months due to regurgitation and insufficiency.